Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, manufacturing instructions, quality control and specifications was conducted during the investigation. One pmg-18sp-xx-cope-nt wire guide was returned in a used and damaged condition. The wire guide measured 55.6 cm (2 cm past solder) in length. Coil (stretched) from the mandril was 11.5 cm. Coil around mandril measured 1.2 cm. The manufacturing records per lot number provided (lot#5778364)of the device were reviewed and are attached to this complaint. Based on the lot number (lot#5778364) provided by the customer, would indicate that the set would contain one pmg-18sp-40-cope-nt wire guide. This wire guide would be 40 cm in length. Due to the wire guide measuring 55.6cm in length, would indicate that the customer did not use a pmg-18sp-40-cope-nt, but more likely used a pmg-18sp-60-cope-nt. No issues concerning the manufacturing of the product relative to this investigation were noted in the manufacturing records for the lot number given (lot#5778364). The customer was contacted twice to determine if other sets were used during procedure that may have contained a longer wire guide. Customer did not respond to these inquires. The manufacturing and quality control departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Kit lot number is 5778364 and this is the only complaint associated with lot number. There is no evidence to suggest the product was not manufactured to current specifications. Based on this description of the event and the fact that there was no obvious defect regarding to manufacturing to the wire guide, it is reasonable to assume that the wire guide tip caught on the introducing needle and force beyond design requirements was used to remove the guide. Affixed to the wire guide protective shipping tube is a caution label that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. We can also advise that manipulation of the wire through the needle may cause damage to the coil. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. A definitive root cause could not be determined. We will continue to monitor for similar complaints have notified the appropriate internal personnel of this event.

Event description:
During a catheterization angiography procedure on the (B)(6), female patient with a complex heart defect, the wire broke and became hooked in the right femoral artery, this was surgically removed by the surgeon. No additional information has been provided regarding outcome of the patient.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a catheterization angiography procedure on the (B)(6) female patient with a complex heart defect, the wire broke and became hooked in the right femoral artery, this was surgically removed by the surgeon. No additional information has been provided regarding outcome of the patient.